Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300-450 mg/dl. Customer stated that the pump alarmed insulin flow blocked. The customer was assisted with 5.0 unit fill cannula and insulin did not exit. The customer reported the cannulas to appear bent. The customer declined to troubleshoot for high readings. The product was not returned for analysis.